Event description:
A malfunction was reported on the pump. There was no reported impact to the customer¿s blood glucose level as their impact was unknown or declined to answer. No additional information was received regarding the outcome of the event.